Event description:
It was reported that customer had physical damage of insulin pump. Customer reports cracks at battery compartment and drive support cap appeared to be damaged. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube lip, lcd display window and battery tube threads. Unit received with minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.